Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump shut off without receiving an alarm. Customer's blood glucose during time of incident, as well as during phone call, is unknown. Trouble shooting was completed and found through alarm history that customer did not receive low battery alerts prior to replace battery now alarms. The customer was advised that the device would be replaced. The insulin pump was returned.